Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer¿s insulin pump was not giving the insulin. The customer experienced confusion as a symptom. The customer blood glucose value was 44 mmol/l. The customer visited the emergency room and was hospitalized and treated with manual injections. The event involved product mmt-1714k. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1714k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. There were boluses programmed on the event date 10-may-2025 in the pump history file. There were no auto suspend alarm noted in the pump history file. There were user suspended alarm noted on the event date 10-may-2025 in the pump history file. On the event date of 10-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 17.575 u and dailytotalofbolusinsulindelivered =27.1 u which is equal to the dailytotalofallinsulindelivered = 44.675 u. Perform the history review 1 week from the event date 10-may-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.